Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the button in the middle of the keypad is cracked. The customer stated that the plastic ring at top the reservoir casing has fallen of which causes the reservoir to slip out of its compartment. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The pump was received with a missing retainer ring and reservoir tube o-ring. The pump had a cracked case on the back at the battery tube area and battery tube threads, a broken belt clip rail, minor scratches on the lcd window and case, a cracked keypad overlay at the select button and a scratched keypad overlay.